Event description:
(B)(4). It was reported post a stenting treatment procedure, the patient expired. In (B)(6) 2013 the patient presented due to silent ischemia and was diagnosed with a myocardial infarction and was referred for cardiac catheterization. A 95% stenosed and 10mm long de novo target lesion was located in the right posterior descending artery with a reference vessel diameter of 2.25mm. The target lesion was treated with direct stent placement of a 2.25x12mm promus element stent, resulting in 0% residual stenosis. Four days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented to the emergency facility and cardiopulmonary resuscitation was performed and the patient was hospitalized and expired the same day. Per the death notification the patient expired due to cardiac arrest.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).